Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer receives the same prompt with multiple cartridges requesting a minimum 9.8u during the fill tubing process. There was no impact to the customer's blood glucose level because she reverted to shots.